Event description:
It was reported that the rigid video scope experienced a disconnection during usage of the device. The device would switch between 2d and 3d on its own, and when the cable was touched, it switched and noise appeared at the same time. The device sometimes went dark when connecting, and the user could not see out of the right eye. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality and electrical/electronic component failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the disconnection malfunction cause could not be determined and for the additional finding, poor image quality was caused by an electrical/electronic component failure. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.